Manufacturer narrative:
Analysis result: prod: novopen 4. Lot #: vv40464. Device conclusion: technical, visual and functional examinations were performed. The dose accuracy was measured by weighing using a random penfill cartridge. The result was within acceptable limits. During test of the device, it has not been possible to detect any irregularities. Please note: the awareness date of this case is 09/14/2009 and is the first submission of this report to FDA following approval of the novopen 4. Comment: company comment: the consumer clearly states that she does not think that there are any causal relationship between the use of novo nordisk products and the reported event angina, but that the event is related to her diabetes. It is also known that "both type 1 and 2 diabetes increase cardiovascular risk 2-4 fold compared with the general population". J.c. Pickup & g. Williams. Textbook of diabetes, 3rd edition. Comment: alternative aetiology: the consumer does not suspect any casual relationship between the use of the novo nordisk products and the angina/heart surgery, but thinks the event is related to her diabetes. This event was only mentioned as an explanation of being late with the info regarding the problem with the device.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Angina [angina pectoris]; [device malfunction]. Case description: medical device info: class iib. This spontaneous case was reported by a consumer as "angina" (serious event) and "when you dial one unit more often, it does not expel anything" (non-serious event) and concerns a female pt treated with novomix 30 flexpen (dual acting insulin; aspart) from an unk date. The pt changed the medication from novomix 30 flexpen to novomix 30 penfill (dual acting insulin; aspart) from an unk date and novopen 4 (device therapy; silver) from and to unk dates for diabetes mellitus. Patient's height: not reported. Medical history: diabetic retinopathy. The pt has been treated with novomix 30 for some months (exact start date unk). In 2009, the pt started experiencing chest pain. Tests revealed angina and after an angiogram the pt was planned for heart surgery. On an unk date, the pt went through heart surgery. The pt was admitted to hospital from and to unk dates. The outcome of "angina" is unk. On an unk date, the pt experienced problem with her novopen 4. When she dialled one unit and performed airshot it more often did not expel anything. Sometimes the pt had to re-dial up to seven times. The pt's general practitioner told her to return the novopen 4, as the correct amount of insulin might not be coming through. The new pen expels the one unit every time the pt has dialled it. The pt uses novofine 31g (6) needles. The pt changes needle after each injection. The device is not stored with the needle attached. The outcome of "when you dial one unit more often it does not expel anything" is not reported.